Manufacturer narrative:
All recovery cultures were reviewed. The presence of non-complying organisms was noted, so the donor tissue was pretreated with low dose gamma irradiation prior to processing. All final sterility cultures and lal tests met the criteria for release to distribution. There appears to be no evidence that the pt's infection was caused by the tissue or device processed by MFR. The donor of the fibula shaft was recovered in 2005. This is being addressed through our complaint handling system. In 2006, risk mgr, the pt has down's syndrome, and was non-compliant with the immobilization protocol causing the loosening of the hardware.

Event description:
Pt developed a post-op infection as well as hardware loosening following a post-open reduction with internal fixation of the clavicle.